Manufacturer narrative:
(B)(4). The explanted devices was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection. Symptoms included redness, swelling, and an open incision. The physician did not believe that infection was device related. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.